Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebu1470 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a patient from the neurology department underwent midline catheter withdrawal after the treatment was completed. During the examination of the catheter integrity, a rupture was found in the tip of the catheter.